Manufacturer narrative:
(B)(4). Concomitant medical products: 192011 echo por fmrl nc 11x135mm 555530, 139254 m2a-magnum 42-50mm tpr insrt-3 452410, 157446 m2a-magnum mod hd sz 46mm 983650. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02469.

Event description:
It was reported that the patient had an initial left hip replacement. The patient was revised ten years later due to pain, metal pathology, osteolysis and ambulation difficulties. The head, liner and cup were revised. Patient states that she is still experiencing pain and limited mobility. No additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records were provided and reviewed by a health care professional. The patient underwent a revision procedure due to pain, metal pathology, osteolysis and ambulation difficulties. MRI show findings consistent with osteolysis, large separated debris containing fluid collection around the left hip joint consistent with adverse reaction to particulate debris. Metallosis encountered with metal reactive tissue removed from the proximal portion of the femur. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.